Event description:
It was reported during an in clinic follow up with an asymptomatic patient that the pacemaker exhibited premature battery depletion. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported complaint of premature battery depletion was not confirmed. Analysis indicated that high pacing output settings were enabled during implant period. When automatic settings are programmed, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Visual, electrical, and mechanical assessment found no anomaly.